Event description:
During an attempt to retrieve the filter the physician attempted the filter using a jugular approach, the filter was captured up to the last anchor; however, he was unable to pull the caudal into the sheath for a complete retrieval. Subsequently a femoral approach was attempted unsuccessfully from both the right and left side. After several unsuccessful attempts, the physician decided to leave the filter in place. The pt went home with no reported injury.

Manufacturer narrative:
(B)(4). The filter was deployed into the pt on (B)(6) 2014 with not issue. As the device was left in place it is not possible to perform an eval. The device will not be returned to the MFR. No further device eval could be performed. We have made several unsuccessful attempts to obtain the serial number of the device. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. Volcano will provide additional info should it become available.